Event description:
During servicing of a monitor, which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. The monitor did not pass incoming functionality testing. There is no indication that this device malfunction caused or contributed to the patient's passing as the patient was not wearing the device at the time of passing.

Manufacturer narrative:
Device evaluation of the monitor has been completed. Upon investigation the monitor was did not pass incoming functionality testing. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse event resulted from the damaged monitor.